Manufacturer narrative:
The manufacturer had previously reported that a "service required" error code was found in the device's event log and the oxygen blending module board was replaced to address the issue. Section b.2 had an incorrect selection of "death". There was no adverse event or death associated with this occurrence. The outcome of death was selected in error.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.